Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information, and the caller successfully reset the pump. The malfunction did not recur afterward, and the customer was advised to continue using the pump and to contact support again if the issue reoccurs.